Event description:
A user facility medwatch report was received indicating that during a procedure, the vitrectomy cutter would start and stop and then it would not cut all along with no suction. The vitrectomy probe was replaced, but the issue was not corrected. The system was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).